Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was relocated and replaced. It was noted that the ipg was replaced due to multiple surgeries and concern for amount of bovie being used. No device malfunction was suspected. The patient was reportedly doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001) (when we know electrocautery was used in the initial)

Manufacturer narrative:
Additional information was received that the patient did not have any complaints regarding the ipg. The pocket pain the patient experienced was due to the ipg flipping sideways. There were no issues with the ipg other than the amount of surgeries that the patient had.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was relocated and replaced. It was noted that the ipg was replaced due to multiple surgeries and concern for amount of bovie being used. No device malfunction was suspected. The patient was reportedly doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)) (when we know electrocautery was used in the initial)